Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated sections: b5, d9, h2, h3, h6, and h11. Additional information: additional information indicated that the patient experienced unexpected intra-abdominal bleeding, necessitating a blood transfusion. It was speculated that the monopolar curved scissors (mcs) instrument could have contributed to the bleeding; however, log review confirmed that the mcs instrument was used in subsequent procedures without any identifiable issues. The exact cause of the bleeding, the estimated volume of blood loss, and the number of transfused blood units remain unknown. Hemostasis was successfully achieved; however, the specific techniques used to control the bleeding are also unknown. It was clarified that the patient did not require resuscitation and the patient tolerated the change in surgical approach. No postoperative complications were reported, and there is no concern that this event will result in long-term complications. The patient was discharged home. A review of the log for the monopolar curved scissors instrument associated with this event, was last used on (B)(6) 2026, and the product had 2 uses remaining after last use. Device evaluation: isi received the master tool manipulator (mtm) for failure analysis evaluation. The mtm was analyzed and found to have no functional issues when installed on an in-house system and passed all relevant testing, but the issue was confirmed as happening in the field. In the logs, errors were found indicating the power supply voltage was out of range. Upon visual inspection, no issues were found that would be related to the reported event. The embedded serializer in master base (esmb) printed circuit assembly (pca), main wire harness, and flat flex cables (ffc's) were found to be consistent with the error. The complaint was confirmed based on the field evaluation.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the right master tool manipulator (mtmr), reseated all remote arm controller (rac) 2 cables, and completed all data terminal equipment (dte) tests. Both arms were sine cycled, and the system was calibrated. Following the part replacement and calibrations, the system was test-driven and verified to be fully operational and ready for use. Isi did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted procedure, universal surgical manipulators (usm) #1 and usm #2 became unresponsive and could not be controlled. An intuitive surgical inc (isi) technical support engineer (tse) was consulted and attempted to review the system logs, but the latest logs were inaccessible. The tse inquired about the status of the left master tool manipulator (mtm), and the surgeon confirmed that it was also unresponsive. The tse recommended performing a power cycle; however, the surgeon indicated that all instruments would need to be removed prior to initiating the power cycle. The monopolar curved scissors (mcs) instrument with the jaws open, was installed on usm #1, and a vessel sealer extend (vse) instrument was installed on usm #2. After all instruments were removed, the tse guided the staff in performing a system power cycle and instructed them to reseat all blue cables. Following the reboot, the issue was resolved, and the procedure was resumed without further complications. It was subsequently reported that during the interval between removing the mcs instrument, performing the power cycle, and reinstalling the instruments, the patient experienced a significant drop in blood pressure. This event required an emergency conversion to open surgery and resuscitation. Additional information has been requested; however, no response has been received.